Event description:
During a coronary drug eluting stenting treatment procedure, the catheter shaft fractured. The lesion being treated was a 85-90% stenosed, heavily calcified left anterior descending (lad) lesion. The lesion was predilated with a maverick balloon (size unknown). While attempting to cross the lesion with a taxus express2 8.8% 3.0 x 16 mm stent, the shaft broke at the hub. There were no pt injuries reported.